Manufacturer narrative:
Per customer, a bci field service engineer (fse) moved the instrument a day prior to the event. Call center instructed the customer to check waste line at the rear of the instrument, which was found disconnected. The customer was unable to attach the line. The fse replaced the stain port fitting mounted on rear of the instrument and repaired leak. The root cause of this event is the disconnected waste line.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards the coulter lh 750 slidestainers stain drained out onto the table and floor. The operator was wearing proper personal protective equipment. The spill did not come in contact with mucous membranes, open lesions, death or injury was reported. No impact to customer or patient treatment has been reported in association with this event. The operator did not seek medical attention.